Event description:
It was reported that there was an infection. Patient having screw removed (B)(6) 2012, due to infection. The screw was implanted (B)(6) 2012; that surgery was a revision of a previous surgery. Acl on female (B)(6); infection presented as swollen joint effusion. After several attempts, no information was given about any organism culture from the infection. The surgeon stated that he does not feel that the infection was due to the implant.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not being returned by facility.